Event description:
It was reported that a user of the ilet experienced recurrent hypoglycemia after a preceding hyperglycemia, while using a dexcom g7 continuous glucose monitor (cgm) and treating with oral fast-acting glucose liquid. The user delayed rechecking and combined low treatment with a concurrent meal announcement, and troubleshooting and education were provided to treat lows immediately, separate low treatment from meal dosing, and follow recommended carbohydrate amounts with 15-minute reassessment. Symptoms included hypoglycemia, reaching 39 mg/dl, accompanied by sweating as well as hyperglycemia, peaking at 250 mg/dl. Outcomes included recovery to an in-range and rising glucose at the end of the interaction without medical intervention. Investigation included a customer interview, product use review, and education on appropriate hypoglycemia treatment and meal timing. Investigation of this case revealed user handling contributed to insufficient or delayed hypoglycemia correction due to waiting 30 minutes after treatment and announcing a meal while low. It was concluded that the device functioned as designed and that user technique and timing likely contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.